Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump overdelivered insulin. The customer stated that he thought that the insulin pump gave him more insulin than he needed because he dropped way out after a food bolus using the bolus wizard. The blood glucose reading was 52 mg/dl after the bolus. He stated that he treated and then his blood glucose reading shot up to over 400 mg/dl. He noted that he may have overestimated his carbohydrates intake. He advised that he did not required medical assistance. The insulin pump could not go through troubleshooting because of a lack of date and history on the device. He was advised to discuss the matters with his doctor to see if any adjustments needed to be made to the device settings. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.